Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant upstream occlusion alarm, determined to be caused by a failed ultrasonic sensor. The evaluation found evidence of fluid intrusion, which caused the ultrasonic sensor crystals to malfunction, causing the sensor to fail. Additionally, the ultrasonic sensor readings were below specification. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump constantly alarmed upstream occlusion. It was also reported that there was no pt injury.